Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(4). Medtronic representative went to the site to test the equipment. Testing revealed that the monitor did not work. The monitor was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The monitor was able to be powered on, the splash screen came up then the monitor went to standby mode. The medtronic representative was unable to get into the menu screen to select video mode. The screen went to blank/black screen. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that before a clinical case, the site's main cart monitor would not turn on. Technical services (ts) was able to walk through troubleshooting with the medtronic representative over the phone highlighting to reseeding the monitor cables, using the soft keys on the monitor, rebooting the system and checking for any grub errors. The camera cart monitor was working fine upon boot up. The medtronic representative had grabbed another navigation device from the site and used it for the clinical case. There was no patient present when this issue was identified.